Manufacturer narrative:
According to the customer in january they experienced an infection related to incontinence liners which in february became a urinary infection leading to a 5 day hospitalization. Per the customer the infection spread 'all over her body: heart, lung, and kidneys'. The sample was not returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer in january they experienced an infection related to incontinence liners which in february became a urinary infection leading to a 5 day hospitalization.